Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 4 states, "loosening or migration of the implants may occur." Number 6 states, "inadequate range of motion." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-04027 / 04028).

Event description:
Legal counsel for patient reported that the patient underwent a left total hip arthroplasty on (B)(6) 2006. Subsequently, the patient underwent a revision procedure on (B)(6) 2015 due to patient allegations of pain, inability to walk, loosening of the acetabular component, metallosis, and osteolytic lesions. Legal counsel reports that the cup was allegedly spun inferiorly. The head and cup were removed and replaced. This report is based on allegation set forth in plaintiff's complaint, and the allegations contained therein are unverified.